Event description:
Explant - in 1999, pt underwent mitral valve replacement with a cryolife mitral valve allograft and concurrent mitral valve annuloplasty. At the time, pt's native valve was diagnosed as regurgitant. Pt did well until 2 months later, when he presented with hemolysis and a drop in hematocrit which could not be elevated in spite of folate admin. Five months later, an echocardiography indicated moderate mitral valve insufficiency with possible central deterioration. Upon surgery, when inside the heart, the surgeon found a ruptured chorda "tendinae" to the anterior leaflet of the mitral valve which precluded repair. The rupture had produced a flail segment, allowing it to prolapse and create insufficiency at the anteriomedial commissure. The valve was replaced with another cryolife mitral valve allograft and returned to cryolife for eval.